Event description:
It was reported during the implant procedure that both 5076 leads were unable to remain fixed. Required 30 revolutions to retract, then reinsert. The leads were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. However, the visual inspection showed that the outer insulation was breached/cut. Evaluation summary: (B) (4) no anomalies were found however, the distal conductor was distorted and there was deformation of the proximal section of the inner coil on visual inspection.